Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at an unspecified date and time at the beginning of (B)(6) 2017. The patient informed the csr that he manages his diabetes with insulin (self-adjuster). It was not reported if the patient made any changes to his usual diabetes management regimen as a result of the alleged issue. The patient claimed that 1-2 weeks after the alleged issue began, he developed symptoms of ¿double vision, dizzy and passed out.¿ in response to the symptoms, the patient stated he took action of consuming more food and drink and was treated by the emergency medical services (ems) before noon on (B)(6) 2017. The patient was unable to recall the treatment provided by ems however claimed his blood glucose was measured at ¿23 mg/dl¿ on the ems device. At the time of troubleshooting, the csr noted the patient was not a first time user of the lfs product and there was no indication of misuse of the device. The csr documented the correct test strips were being used for testing and based on the information provided, the batteries did not need replacing. The csr noted the meter would not power on manually when the power button was pressed or when a test strip was inserted. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged power issue began. The subject meter could not be ruled out as a cause or contributor to the event.